Manufacturer narrative:
Date of report: november 1, 2007.

Event description:
Procedure: lap colon. According to the reporter: during the procedure a gauze at the tip of the device disengaged, and fell into patient's cavity. Retrieved it immediately without damage. Surgeon also used it for moving the small bowel. No injury was reported. The patient sex was not reported.